Event description:
It was reported that the patient had 3 groups and was on b, the healthcare professional created a group d and then had gone to group b and turned right off and on and then left off and on. The healthcare professional had then gone to group d and changed the settings mapped electrode and set the therapy settings. Following closing out of the session she had printed the report and settings had shown the left side was set to 0v and the patient programmer was set to a maximum limit of 6v. The healthcare professional had found this unusual because she normally would not give limits that high. The healthcare professional opened another clinician programmer session and set therapy settings again, saved and printed the session which confirmed the correct information. It was unknown if the programming error was a device or user error. There had been no further issues after opening a new session and programming group d again. No electrodes were out of range. The patient was receiving therapy. The nurse had thought something had changed on its own.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0268e, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va0268e, implanted: (B)(6)2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).